Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack. The customer reported no adverse event. The event involved product mmt-754lwws. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-754lwws was requested and customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with detached end cap. Unable to perform displacement test due to detached end cap. Pump was open, found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, missing address/serial number label, stained address serial number label. Unit detached end cap was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.